Event description:
New information noted that the patient presented in clinic on (B)(6) 2018. Isometric testing and pocket manipulation was unable to reproduce oversensing. Programming changes were performed. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator. Upon review of the stored electrocardiograms, it was suspected that the episodes were due to myopotentials. The patient was asymptomatic to the oversensing and would continue to be monitored since the episodes were few and far between.